Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the customer's blood glucose levels have been above 300 mg/dl during the hospitalization. Troubleshooting was not possible as the insulin pump was not available at the time of the call. The caller stated that the customer would be calling back for troubleshooting. Nothing further was reported.